Manufacturer narrative:
Product event summary: at analysis it was determined that the generator had missing lines in the lower part of its display and this also caused the generator to fail incoming testing. The generator was being returned to the customer unrepaired. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was broken. The generator was expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator was returned for service and subsequently tested out of specification during manufacturer's analysis.